Manufacturer narrative:
Two photos were provided to our quality team for investigation. Upon visual evaluation, the connector is observed to be disconnected, verifying the reported incident. There is no visible damage or defect to indicate why the disconnection may have occurred. A device history review was performed for reported lot ta250201, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Product undergoes visual inspections according to procedure, no issues were identified during manufacturing, the product was verified to be manufactured according to specification. Retained samples of the same lot were used for additional evaluation. No issues were found, the connector was properly assembled in all products. Although a direct root cause could not be identified, it is likely that an uneven application of the solvent used to bond the connector to the tubing occurred during assembly.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Event details: we had two incidents with the phaseal optima c61-o secondary set. There is detachment of the white injector from the set. This caused our worktop to become contaminated with cytotoxic.